Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the catheter was found damaged during placement.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Visual evaluation noted a tear on the middle of the sac which caused water leak out. Microscopic examination of the pinhole appeared to have been caused by a rough object from outside. Origin of tear could not be determined. Exact cause of sample condition could not be determined and could not assign as a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients. Do not use in patients who are or have been allergic to natural rubber latex."

Event description:
It was reported that the tip of the catheter was found damaged during placement.